Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(4) 2011, the fiber tip melted at 14,097 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, the aim beam stopped working after the event. There were no observations leading up to the incident. There were no error codes that were displayed on the console when this event occurred. The patient did not experience any difficulties due to this event. The user did not experience any injury from use of the system.